Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of even is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned two inches below the original ipg pocket to address the issue. Therapy was restored.